Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet pump touchscreen was cracked, rendering the user unable to access on-device controls; the user had recently performed a supply change and reported no impact to blood glucose, and a replacement pump was arranged with instructions provided on shutdown, data sync to the mobile app, and the need to complete startup on the replacement. Symptoms included no adverse clinical effects. Outcomes included temporary loss of device usability and use of cgm via dexcom app or receiver while awaiting replacement. Investigation included customer service troubleshooting and education, verification of shipping and return logistics, and retrieval of the damaged device. Investigation of this case revealed physical damage to the display assembly consistent with a broken or cracked screen, with no associated alerts or alarms and no evidence of device malfunction beyond the damaged component. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage.